Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Water solenoid is clogged. Handpiece is corroded. Handpiece cable is damaged, restricting water flow and vibration. Water hose has build up debris and is clogged. Batteries are dead.

Event description:
While using a g136 scaler, there was poor water flow and the handpiece was heating up; no injury resulted.